Event description:
Sorin group received a report that the s5 gas blender was unable to achieve the specified gas flow level, causing the system to alarm. The case was completed and there was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) mfrs the stockert s5 system and gas blender and sorin cp5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 gas blender was unable to achieve the specified gas flow level, causing the system to alarm. The case was completed and there was no pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.